Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call, the insulin pump was experiencing a flow blocked alarm and has been occurring for weeks already. Customer has previously called and was advised to monitor the device and call back if issues persisted. Customer's blood glucose was 6.1 mmol/l. Customer's mother was advised the insulin pump would be replaced.